Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. A set screw mark was on the terminal pin in the correct location. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead pacing impedance measurements were within normal range while the lead was implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Manufacturer narrative:
The hospital retained the explanted leads and they are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was seen at the clinic with elevated pacing threshold measurements on both the right ventricular (rv) and right atrial (ra) leads. No loss of capture of loss of consciousness occurred with the patient; however, the patient is in heart block. A revision was performed and the physician decided to remove the rv lead to implant an active fixation lead in the ventricle. A new rv lead was implanted without issue in the apex. The physician attempted to reposition the ra lead but the helix was no longer operating. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.